Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wfa for liver cancer, the antenna was activated at 75w for ablation of the root and the antenna was removed. However, error was not indicated when the antenna was removed and it was still activated. Activation was stopped manually. There was no patient harm.